Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d364trg, ICD implanted: (B)(6) 2012; 419488, lead implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise with the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.